Event description:
Reporter alleged blood glucose read 430 mg/dl back to back with a result of 101 mg/dl 3 minutes later. It was reported customer had been getting higher than normal readings lately in the 200s mg/dl so 4 extra units were being taken as a result as well as other insulin adjustments. No medical treatment was reportedly sought or received. A request was made for the return of the suspect device and replacement products were sent.